Manufacturer narrative:
(B)(4). The device has been received and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- one or more cycles advance to next fills when slow/no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
An increased intra-peritoneal volume (iipv) that was identified with a returned homechoice device. The iipv occured on (B)(6) 2011 during cycle 6 with a uf volume of 812 ml during cycle 6. This event meets baxter's iipv criteria. There was patient involvement but no patient injury or medical intervention indicated.